Event description:
The customer stated that her blood glucose was tested using her breeze2 meter and the reading was 175 mg/dl. Her glucose was retested using another meter and the reading was 75 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.